Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvéderm volbella® xc, juvéderm voluma® xc. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the event of "nodules, puffy and tender, edema, pain/tenderness, somewhat white discoloration" is a known potential adverse event addressed in the product labeling. The event of "sinus infection" is considered an unexpected adverse drug experience. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported concomitantly injecting a patient in the lips with one syringe of juvéderm volbella® xc, in the nasolabial folds with one syringe of juvéderm® ultra xc, and in the cheeks with two syringes of juvéderm voluma® xc. Three months later, the patient experienced ¿nodules¿ in the lips and nasolabial folds and the left side of the jaw was ¿puffy and tender.¿ the injector also reported that the patient experienced ¿edema, pain/tenderness, somewhat white discoloration¿ as well. The patient reported that 10-14 days prior, they had a sinus infection and had taken prednisone for it. The sinus infection was confirmed to not be device-related. The patient was treated with 15 units of hylenex and a z pack. The ¿flu symptoms¿ worsened. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00201 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2020-00189 (allergan complaint #(B)(4)). This is the first MDR submitted for the second suspect product, juvéderm® ultra xc.